Manufacturer narrative:
We are unable to perform a full investigation as no sample, product code or lot number was available. Review of complaints does not show any similar reports related to a device failure. An outside clinician was consulted and his opinion was that post-hernia repair inguinodynia (pain or discomfort after surgery of inguinal hernia) has been reported in (B)(4) of groin hernia repairs with mesh. The pain may be due to preexisting stretch injury or intraoperative nerve injury. If any further details are obtained a follow up report will be submitted.

Event description:
Home pt reported proloop mesh and plug were used in her inguinal hernia repair and has caused severe pain.